Event description:
Instrument was returned for repair only. Upon receipt, it was noted that the tip was broken off and missing. Contact confirmed that the device had broken while in use in surgery but that the piece was retrieved from the pt without injury or delay.